Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 498 mg/dl and ketones; cause was unknown. Reportedly, the customer felt dizzy. Customer was treated with intravenous fluids but is unsure what medication they received. Customer was released on (B)(6) 2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.